Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had a faulty power connection and would not turn on. It was noted that multiple cords were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was a faulty power connection and therefore the power supply was replaced. The circuit boards and mechanical parts were inspected and the hard drive reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.